Manufacturer narrative:
(B)(4). Batch #: v9655z attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the blade was broken. Blade was retrieved from patient's body and the device was replaced. The surgery was delayed 15 minutes. The procedure was completed successfully. There were no patient consequences.